Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving compounded baclofen (575 mcg/ml at 100 mcg/day) via implantable infusion pump. It was reported that the clinician was unable to find the patient's pump refill port due to the pump moving in the pump pocket. The patient underwent x-ray which showed that the pump flipped. The physician had to manually flip the pump back over. The issue was resolved at the time of report. It was unknown if the patient had surgical intervention. The patient's weight was asked but unknown. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.